Event description:
The patient's father reported, that the pump required frequent battery replacements. Upon review, the pump history indicated that the pump emitted low and replace battery alarms in close succession.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was returned with a visibly damaged battery cap which was unusable, therefore a replacement cap was used to complete testing. The pump history indicated that the pump emitted both low and replace battery alarms in close succession. Evaluation demonstrated that the pump was operating within required specifications, the reported failure could not be duplicated.